Event description:
It was reported that the surgeon was performing a laparoscopic procedure using the atw45. Device partially fired. Surgeon reloaded device and attempted to fire again, but it fired only partially. The second atw45 was used with the same results. The 3rd atw45 was opened; produced the same results. The case was completed with another type of a device and suture, which added one hour to the case. There were no unexpected outcomes reported.